Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device replacement, externalized conductors were observed on fluoroscopy. Low, high voltage lead impedance was noted. Lead was capped and replaced. The patient condition was good with no adverse events.